Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Noticeable spontaneous echo contrast (sec) was observed after the transeptal puncture (tsp) was completed and the guidewire crossed the interatrial septum. The presence of a pre-existing pericardial effusion delayed the administration of heparin until the tsp was completed as the tsp catheter was positioned posteriorly and the physician did not want the pericardial effusion to worsen. Once the closure device was deployed, transesophageal echocardiogram (tee) showed a thrombus on the threaded inset of the closure device. A full recapture of the closure device was performed while negative pressure was applied, and the thrombus was successfully aspirated and removed from the patient with the wds and closure device. The was aspirated and flushed thoroughly before a second wds and 27mm closure device were deployed to complete the procedure. The patient fully recovered and was discharged one day post index procedure.